Event description:
Husband of home pt reported home pt felt full, as if she were overfilled, while using the homechoice cycler for apd therapy. Husband of home pt states after therapy was completed he manually drained 3200ml of fluid from the home pt, 700ml more than the last fill volume of 2500ml. The home pt had encountered "low drain volume" alarms during therapy and total ultrafiltrate volume for the therapy was -431ml. Husband of home pt states the sleeping position of home pt during therapy affects how well she drains. According to husband, he wakes the home pt up to change sleeping positions when she has difficulty draining and will sometimes place the homechoice into a manual drain. Both the husband of home pt and healthcare professional state there was no pt injury or medical intervention.